Event description:
It was reported that loss of capture was noted from this right ventricular (rv) lead. All other impedance and sensing measurements were normal. The rv lead was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The lead was received for analysis and is pending the investigation conclusion. Once the analysis is complete, this record will be updated with results.

Event description:
It was reported that loss of capture was noted from this right ventricular (rv) lead. All other impedance and sensing measurements were normal. The rv lead was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the proximal segment of the lead was returned, approximately 600 mm from the terminal end. Visual inspection revealed lead body damage consistent with explant-related damage. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.